Event description:
Event description guidant received information that the current battery monitoring voltage for this cardiac resynchronization therapy defibrillator (crt-d) is 2.8v and the device is programmed to 3.5v at 0.4ms. There was expressed concern regarding depletion of this device's battery. It was noted that there is no therapy recorded in the device history and a save-to-disk/memory dump would be prepared and forwarded to guidant for analysis.